Manufacturer narrative:
(B)(4).

Event description:
It was reported " iabp started alarming for helium loss. Attempted to restart the pump while also assessing tubing. Immediately after attempting to restart, the pump turned itself off and alarmed for high pressure. Large amount of blood noticed in tubing closest to pt. Tubing immediately clamped and team notified. Dr at bedside and called cards fellow. Pt started reporting chest pain and vomited. Became hypertensive to 190s. Symptoms were medically managed. Cards fellow at bedside, pt was triggered and ccu attending was called. Interventional cards fellow called in to remove iabp. Pulled iabp. Balloon remained intact upon removal and was placed in red biohazard bag. Pressure was held and pt remained stable". Additional information states the catheter was not replaced. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on a section of the iabc bladder membrane; clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer; clear fluid was noted within the short ap tubing. The supplied 30cc inflation driveline tubing was noted connected to the short driveline tubing; spots of dried blood were noted within the inflation driveline tubing. The visible section of the bladder was fully unwrapped. Dried blood was not-ed on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was not-ed. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however, there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal, the covered portion of the bladder was fully unwrapped, and no visual damage was noted iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 17.8cm to 19.8cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 19.1cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "30cc catheter that was removed due to rupture" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion, which allowed blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " iabp started alarming for helium loss. Attempted to restart the pump while also assessing tubing. Immediately after attempting to restart, the pump turned itself off and alarmed for high pressure. Large amount of blood noticed in tubing closest to pt. Tubing immediately clamped and team notified. Dr at bedside and called cards fellow. Pt started reporting chest pain and vomited. Became hypertensive to 190s. Symptoms were medically managed. Cards fellow at bedside, pt was triggered and ccu attending was called. Interventional cards fellow called in to remove iabp. Pulled iabp. Balloon remained intact upon removal and was placed in red biohazard bag. Pressure was held and pt remained stable". Additional information states the catheter was not replaced. The patient's current condition is reported as "stable".